Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high rate ventricular pacing episodes with good threshold and impedance measurements. Noise was able to be reproduced with isometrics. Ts was consulted and discussed possible loss of ventricular capture. The patient has an underlying rhythm. Five months later during a routine device interrogation it was noted that the lead safety switch was triggered for the rv lead due to high out of range pacing impedance measurements. There was also several episodes of noise stored in the arrythmia logbook. Ts was once again consulted and suggested further evaluation. The field representative stated that no x-ray or fluoroscopy image was taken and the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) no additional information is currently available. If additional information becomes available, the event will be updated.